Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a shock for arrhythmia. During the visit, the physician took an electrocardiogram. It was noted on the electrocardiogram that the right ventricular lead was pacing in the right atrium. It was also noted that the pacing threshold had increased while sensing had decreased. It was noted that the lead had dislodged. The lead was explanted and replaced and the patient was stable before, during, and after the procedure.